Event description:
While the surgeon was inserting the wire through the pigtail catheter, it was observed that the wire went through the bottom part of the pigtail catheter, not the tip of the pigtail catheter. While trying to remove the pigtail catheter, the tip of the catheter dislodged inside the sheath. The surgeon then converted the case to an open procedure and the catheter tip was removed and the artery repaired. A possible contributing factor may include how the product is removed from the packaging tray. The catheter could be pulled out of the tray or the tray could be bent open to free the catheter.